Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx2215 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had a "powerpicc malfunction". No other information was provided at this time. (B)(6) 2019: it was reported that the patient was in special procedures for a PICC line insertion. At the end of the procedure, special procedures technologist was flushing the two ports before applying the dressing. Upon flushing the lumen with the red hub it was obvious a hole was present in the tubing. The location of the hole was part of the external tubing in between the red hub and bifurcation in that clear tubing. Procedure was immediately stopped with the dressing routine and informed fellow staff. Performing radiologist was notified. PICC was removed and a new PICC line was successfully placed. Patient was kept informed and agreed to go through a second procedure